Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. Both vectris leads migrated cephalic on vertebral body. Impedance normal, connectivity normal, patient states no falls or accident. New x-rays taken today confirm new location, reprogram system for appropriate dtm, group a landmarks. The issue has been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jan-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jan-2026, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.